Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Correction to explant date, correct date: (B)(6) 2016.

Event description:
New information reported stated that the patient had the lead explanted for an unrelated issue on (B)(6) 2016. The patient made the decision to withhold further care after the lead was removed and deceased on (B)(6) 2016.